Manufacturer narrative:
Follow-up - device evaluation ((B)(6) 2015): device evaluation of belt sn (B)(4) was completed. As received, the ECG electrodes were non-functional and the belt failed a functional ECG fall-off test. Upon investigation, op amp u730 was found to be defective. Pin 8 of the op amp was out of tolerance. The root cause of the out of tolerance op amp was unable to be positively identified. There is no indication that the electrode belt malfunction caused or contributed to the inappropriate defibrillation event. A review of the treatment ECG recording reveals no noise or loss of ECG acquisition. There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation of monitor sn (B)(4) was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Belt sn (B)(4) was returned to zoll on (B)(6) 2015 by a us distributor. The distributor reported that the ECG electrodes were non-functional. Root cause investigation into the cause of the e-belt failure is still underway. A supplemental report will be submitted upon completion of the root cause investigation. There is no indication that the electrode belt malfunction caused or contributed to the inappropriate defibrillation event. A review of the treatment ECG recording reveals no noise or loss of ECG acquisition. The damage to the ECG electrodes likely occurred after the device was removed following the treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll on (B)(6) /2015 to report that a patient experienced an inappropriate defibrillation while at home. Svt at 220bpm contributed to the false detection. The response buttons were pressed intermittently during the treatment event but not immediately prior to delivery of the treatment. The patient went to the hospital following the event and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation of monitor sn (B)(4) was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Belt sn (B)(4) was returned to zoll on (B)(6) 2015 by a us distributor. The distributor reported that the ECG electrodes were non-functional. Root cause investigation into the cause of the e-belt failure is still underway. A supplemental report will be submitted upon completion of the root cause investigation. There is no indication that the electrode belt malfunction caused or contributed to the inappropriate defibrillation event. A review of the treatment ECG recording reveals no noise or loss of ECG acquisition. The damage to the ECG electrodes likely occurred after the device was removed following the treatment. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient experienced an inappropriate defibrillation while at home. Svt at 220 bpm contributed to the false detection. The response buttons were pressed intermittently during the treatment event but not immediately prior to delivery of the treatment. The patient went to the hospital following the event and continued use of the lifevest.